Manufacturer narrative:
Manufacturer's investigation conclusion: the patient passed away. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 for complaints of presyncope, increased driveline drainage, and fever. Blood cultures and driveline cultures were found to be positive for methicillin-resistant staphylococcus aureus. A transesophageal echocardiogram was performed and it was negative for vegetation. Antibiotics were initiated intravenously. The patient was transitioned to hospice care on (B)(6) 2023 and passed away on (B)(6) 2023. The cause of death was bacteremia. The death was considered to be device related, but the device operated as expected.